Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the silicon coating of the outer part of the cold jaw boot had peeled and detached. The remaining part of the coating appeared to be cracked. A small part of the silicon coating of the outer part of the hot jaw boot had also cracked and peeled. The jaws showed signs of normal clinical usage. There was very little blood present on the handle of the device. Based upon the visual analysis, the reported complaint "flap lifted on the insulation around the hemopro jaws" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, while taking the vasoview hemopro in and out of the cannula, a flap lifted on the insulation around the hemopro jaws. A new kit was used to complete the procedure. User experience level: high. The hospital reported no patient effects. The product was returned.